Event description:
The user facility reported the oscillating saw attachment was broken. The surgical tech discovered the oscillating saw attachment was broken when trying to attach. It was reported the patient was set up for surgery. No harm to the patient was reported and there was approximately a three (3) minute delay during the surgery. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.